Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (medication, programmed amount and delivery rate unknown) in the obstetrical care area. The customer reported to a baxter clinical trainer that the pump incorrectly displayed a remaining volume of 16 mls of fluid; the customer showed the baxter clinical trainer a picture on her phone that clearly showed approximate volume in the bag to be visually 300 mls. In addition, the customer stated that a medication was added to the bag. The customer was to send the picture to the baxter clinical trainer, however to date the picture has not been received. Any patient injury or medical intervention is unknown.